Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. The event electrodes were not available for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age & gender unknown) the device was unable to obtain ECG. Complainant indicated that the clinician continued to monitor the patient using v-leads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.